Manufacturer narrative:
Citation: kiser, a. Md. Et al. Suprasternal aortic valve implantation for patients with marginal femoral access. Innovations. Volume:12, s118: dec 2017. Earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding substernal access during a transcatheter bioprosthetic aortic valve implant. All data were collected from multiple centers. The study population included 30 patients, which were implanted with either a corevalve, evolutr or a non-medtronic balloon expandable bioprosthetic aortic valve. Serial numbers were not provided. The mean age for the study population 80 years. Among all patients adverse events included: permanent pacemaker implant. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.